Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from a customer site that they could not hear the patient speaking from the CT gantry. The service order review contact confirmed there was no harm to a patient. Philips service determined the cause was from failed microphones and replaced the microphones.